Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j sales representative. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a revision procedure on (B)(6) 2021, a short titanium trochanteric fixation nail (tfn) was removed due to a fracture distal to end of the nail. The tfn nail broke at the distal screw holes when it was being extracted. The broken fragment was then pushed out of the fracture site. The short tfn nail was then replaced with a long tfn nail. There was a surgical delay of 30 minutes. The procedure was successfully completed. This report captures the intra-op event of tfn nail breakage while related complaint (B)(4) captures the post-op of event of short tfn removal due to a fracture distal to the end of the nail. This report is for 1 10mm/130 deg ti cann troch fixation nail 170mm. This is report 1 of 1 for (B)(4).